Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation impact evidence was found on the processor board shielding tape and backflex. Further investigation found an impression on the motor tape from the lower bearing housing. The motor mechanical assembly was inspected and tested. Internal investigation of the motor showed excessive motor bearing wear with shaft end play and black material around the bearing. The internal motor inspection was invasive, so the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 in the intensive care unit. It was also reported there was no patient involvement.